Event description:
It was reported that during an in-clinic follow-up, the pacemaker exhibited failure to interrogate via inductive and radio frequency (rf) telemetry. Upon review, it was noted that the pacemaker exhibited premature discharge of battery. No intervention was performed and the patient will be further monitored. The patient was in stable condition.